Event description:
Due to an adverse event, the patient was transferred for removal of a catheter embedded in the patient's vein.

Event description:
It was reported that the powerbandcatheter broke from the hub and is still in the patients vein. No adverse patient effects were reported.